Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (07/07/2014)-device evaluation: the meter and test strips involved with this complaint have been returned on 05/27/2014 and 06/05/2014 and evaluated by lifescan product analysis on 07/01/2014 and 07/03/2014 with the following findings: the meter involved with this complaint failed testing. An error 4 message was observed in the error log, but error was not reproduced during the investigation. The test strips involved also failed product testing. When the test strips were tested with control solution, an error 4 message was observed with no assignable cause found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.